Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 425 mg/dl. The customer had other blood glucose of 511, 452 mg/dl. The customer was treated with insulin pump. The customer stated that he had an insulin flow blocked alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the auto mode was active on the insulin pump or not. Customer was neither in emergency, nor admitted into hospital, as a result of high blood glucose. The insulin pump will not be returned for analysis.